Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Root cause: a definitive root cause of the patient's reaction could not be determined. Possible causes include but are not limited to: sensitization to eto (ethylene oxide), leading to hypersensitivity reactions - patient physiology and/or medical condition - unknown, concurrent medication side effects - blood product transfusion reaction.

Manufacturer narrative:
This report is being filed to provide updated information in description of event or problem. Investigation is in process. A follow-up report will be provided.

Event description:
Per the customer medical intervention was given IV solucortef and pepcid gtt (plus benadryl) for the rash, itching, tachycardia and fever. Per the customer, calcium gluconate and acd-a were also used during the procedure.

Manufacturer narrative:
(B)(4). Investigation: per the customer, there were no issues with the machine prior to the initial reaction symptoms. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately 3 units into a red blood cell exchange (rbcx) procedure on a spectra optia device, a sickle cell patient experienced a reaction. The patient had a rash, itching, tachycardia and fever. The patient was pre-prescribed tylenol, solucortef and benadryl. A transfusion reaction workup was done and there was no issue found with the blood. Per the customer, the procedure was double primed with washed red blood cells. It was reported that the patient has had procedures before and not had a reaction. The patient is currently stable and listed as outpatient status. Per the customer medical intervention was given IV benadryl for the itching, tachycardia and hives. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV. The device history record (DHR) was reviewed for this lot. There were no issued identifed that would have contributed to the event experienced by the customer. This product has been processed with eto to achieve a 10-6 sterility assurance level in accordance with en iso 11135. This product has been validated to achieve less than 6mg eto, meeting the requirements of iso 10993-7 prior to release and less then 1ppm in the collect bag at time of use. All sterilization requirements passed. A search history was performed for this lot. No additional reports of similar issues were found. Investigation is in process. A follow-up report will be provided.